Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted in the rca during the index procedure. An angiographic complication of lateral branch occlusion occurred during the index procedure.